Manufacturer narrative:
Pending evaluation. Concomitant device: (cn:200-02-32, sn: (B)(4) patella 32mm.

Event description:
Approximately 4 years postop the initial left tka, this (B)(6) y/o female patient with patient is 5¿4¿. (B)(6) pounds. Bmi 37.25, was revised to a badly worn poly insert. The device will be returned. Patient was last known to be in stable condition following the event. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
Section h10: (h3) the evaluation noted that the revision was likely the result of prosthesis wear which may have been due to a combination of third body wear, rotational mismatch between the femoral and tibial components, excessive tibial slope, and/or patient related factors. (D11) concomitant device: (cn:200-02-32, sn: (B)(6)) patella 32mm. No information provided in the following section(s): a5, and b6. The following section(s) have additional info: d10, g4, g7, h1, h2, h3, and h7. Section h11: corrections made in the following section(s): (g4) the awareness date in the initial submission should have been 13-jun-2020.